Event description:
Per the audiologist, the patient reported hearing loud sounds through his sound processor after hitting his head. External equipment was exchanged, but this did not resolve the problem. Implant testing in the clinic showed high impedance values for one of the ground electrodes. The patient's sound processors were reprogrammed with that ground electrode deactivated. The patient appeared to be hearing with his sound processors. However, as the patient is a manual communicator and his feedback is easy to interpret, it is not possible to be sure that he is hearing. An integrity test was attempted. The child cried as soon as the test was begun, so the test was discontinued. The family and healthcare providers decided to have the device replaced. The device was explanted in 2007. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.